Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the transmitter was not connecting blinking when connected to the sensor. It was also found the insert was not releasing the sensor after the second button press. The customer reported their blood glucose was 11.3 mmol/l at the time of incident. The customer's current blood glucose was 9.5 mmol/l. It was also found the customer had a displayable history check failed on start up alarm. Customer was advised to replace the sensor. The insulin pump will not be returned for analysis.